Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had her total knee replacement back in (B)(6) 2005. Twenty one days later (on (B)(6) 2005) she had a revision because of a staph infection.